Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The device history record was reviewed to confirm the device met all inspection and testing requirements prior to distribution. During visual inspection, the tubing and connectors of the device were inspected and one of the elbows was slightly separated from the tubing. The device was functionally tested and was found to be non-hermetic, leaking at a rate of 0.6 l/min. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the ptc would hold pressure, but a leak was coming out so the machine was running constantly. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.